Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. The customer's blood glucose was 405 mg/dl. The customer also stated that customer does not received no deliveries.. The customer was advised that insulin pump need to be replaced and revert to the back up plan. The customer will return the device for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomalies noted during testing. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded value properly from glucose meter. Unit sensor feature working properly. No calibration anomalies were noted. Unit passed the dat test at 0.08710 inches. Unit received with minor scratched lcd window, scratched case and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.